Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly overheated. There was no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. One event was not duplicated during evaluation; the device was within specifications. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated. There was no known patient involvement or patient impact.